Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A medical department manager reported that following an intraocular lens (iol) implant procedure, the patient's vision was not what the patient expected. The two week postoperative examination indicated the patient experienced an unexpected spherical equivalent refraction. The iol was exchanged for another lens one month following the initial implant procedure. Additional information has been requested.